Event description:
The nurse reported during a posterior segment procedure, the 23 gauge infusion cannula slipped into the suprachoroidal space, and a retinal detachment occurred. The customer stated that they are bending the cannulas and building a longer tunnel to prevent (wound) leakage. The customer reported no residual "ill effects."

Manufacturer narrative:
Investigation, including root cause analysis is in progress.